Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by unspecified symptoms. At the time of this report, the patient had been hospitalized for approximately one week for the peritonitis event. The cause of peritonitis was unknown. During the hospitalization, the patient was treated with unspecified antibiotics (dose, route, frequency and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.